Event description:
It was reported the customer received a compromised force sensor system alarm. The customer also stated insulin was shooting out of their insulin pump. Customer's blood glucose was 498 mg/dl. The customer's blood glucose was treated with a manual injection. Customer's blood glucose declined to 185 mg/dl at the end of the call. Troubleshooting found the customer's drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a protruded drive support disk. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.